Manufacturer narrative:
D4: possible rpns include: rcf-14.0-38-j (g08024); rcfw-14.0-38-30-rb (g08957); and rcfw-14.0-38-45-rb (g28438). G4: PMA/510(k) # - k171999. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving repair of an aortic aneurysm, an unspecified cook 14-french check-flo performer introducer sheath leaked. There were no signs of flushing issues during preparation of the device. The access and target site for the device was the left external iliac artery. A cook underquote wire and cook coda balloon were in the lumen of the sheath, which was in place for less than two minutes. Reportedly, the valve leaked blood, and upon removal of the sheath, the user discovered that ¿there was no valve in the sheath, and it was not in the body.¿ leakage was not noted prior to using the coda balloon. The dilator was not in the sheath during removal, and the sheath hub was used to pull the device from the patient. The procedure, which was delayed by thirty seconds, was completed by using another of the same device. Although blood loss was reported, the patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving repair of an aortic aneurysm, an unspecified cook 14-french check-flo performer introducer sheath leaked. There were no signs of flushing issues during preparation of the device. The access and target site for the device was the left external iliac artery. A cook lunderquist wire and cook coda balloon were in the lumen of the sheath, which was in place for less than two minutes. Reportedly, the valve leaked blood, and upon removal of the sheath, the user discovered that ¿there was no valve in the sheath, and it was not in the body.¿ leakage was not noted prior to using the coda balloon. The dilator was not in the sheath during removal, and the sheath hub was used to pull the device from the patient. The procedure, which was delayed by thirty seconds, was completed by using another of the same device. Although blood loss was reported, the patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; however, photos provided by the customer show blood leaking from the hub. The customer did not provide the lot number to cook, and a global shipment search was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, IFU, and photos provided by the customer suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.